Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer was very slow, so the company representative went to the clinic and used the service disk in an attem pt to resolve the issue. However, when the programmer was restarted, it was found the screen was frozen and software was not finished loading. Another programmer was available for use, and the programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer was very slow. The company representative went to the clinic and used the service disk, however the programmer screen was frozen and would not finish loading the software while restarting the programmer. The issue was resolve with another programmer. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the stylus was missing. (B)(4).